Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that on (B)(6) 2023 the alaris system had alarmed and displayed "channel disconnected" along with the "system on" icon flashing on the pc unit. The pumps powered down and when switching the pump , it worked as intended without further alarms. The customer also reported a feedback on integrating epic (interoperability) with patient controlled analgesia pump module. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.